Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2024-01544.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. (Remove date-unrevised), h5, h6: health effect impact code, medical device problem code, component code and type of investigation. Upon reassessment it was determined that exactech device(s) may have been a factor in this event. As a result, this complaint is considered reportable by exactech. Investigation results will be provided upon completion. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately one year after a right shoulder revision procedure the patient continues to experience limited arm mobility, pain and additional wear on the rotator cuff. No medical or surgical intervention were reported for this event. No additional information is available.

Manufacturer narrative:
The reason for the pain and limited range of motion reported cannot be conclusively determined but may be related to the use of a competitor¿s product on the glenoid side of the joint, which is considered off-label use. However, this cannot be confirmed and potential contributions of manufacturing or patient-related considerations to the event could not be assessed as the devices remain implanted and radiographs and relevant clinical information were not provided. B3: unknown d6b: unknown h6: corrected medical device and investigation clinical codes. H10: corrected.

Event description:
It was reported via legal documentation that approximately 39 months after a right total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Starting in 2023, losing strength, minor pain and limited mobility. Shoulder failed (B)(6) 2023 after a round of golf. No further issues or complications were reported. No additional information is available.